Manufacturer narrative:
The company representative examined and all parameters were within normal limits and the system was determined to have met specification. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported a slightly torn area on the inferior temporal (about five o'clock position) on a patient's right during a laser assisted cataract procedure. A small corner could be removed with tweezers. No patient impact was reported. During the laser treatment, the surgeon and clinical application specialists did not notice anything special. It is uncertain if this area was double lasered or if it was torn. Tear was noticed at the end of the surgery after removing the natural lens. Upon follow up, the event only occurred once and did not occur with following surgeries.